Event description:
This lead was capped, however biotronik rep larry goldsmith returned the oos form. Per the oos, this lead was "capped due to suspected failure." This lead was associated with a philos ii dr-t, MDR 1028232-2008-00475, which had "unexplained appearance of no output." This lead was replaced with a setrox s 60. There are no further adverse events reported for this pt.